Event description:
The 3rd and 4th connectors are blackened as is the bottom of the device. Caller is unsure of when the device was last cleaned. No injuries reported. Requested return of suspect device and replacment was sent.